Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up, the pulse generator had exhibited a false elective replacement indicator. It was noted that the patient may have been exposed to strong electromagnetic interference. The alert was cleared and the device exhibited normal functionality.